Event description:
It was discovered that during a follow up in the clinic, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. No magnet response was found. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was discovered that during a follow up in the clinic, this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. No magnet response was found. This crt-d remains in service. No adverse patient effects were reported. Additional information was received which indicated that, another interrogation attempt was unsuccessful on the hospital for this crt-d. Technical services (ts) discussed troubleshooting options. This device remains in service. No adverse patient effects were reported.